Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen has been calibrated numerous times over the past 3 weeks. The tempus pro touchscreen required recalibration within 2-3 days the screen. There was no impact nor harm reported.

Manufacturer narrative:
This report is sent as a correction for the reporting institution address.

Event description:
This report is based on information provided by remote service engineer rse, bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen has been calibrated numerous times over the past 3 weeks. The tempus pro touchscreen required recalibration within 2-3 days the screen. There was no impact nor harm reported.

Event description:
This report is based on information provided by remote service engineer rse, bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen has been calibrated numerous times over the past 3 weeks. The tempus pro touchscreen required recalibration within 2-3 days the screen. There was no impact nor harm reported.